Event description:
This is a spontaneous report by a nurse from the USA of patient who made a mistake(touch contamination)and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient made a mistake / touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was not hospitalized. Treatment information was not provided. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. It was not reported whether the event of patient made mistake / touch contamination resolved. Per the nurse, the event of peritonitis was not related to dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. A causal relationship was not reported for the event of patient made mistake/ touch contamination.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 3.0 inr on the coaguchek xs system while a comparison lab returned as 2.20 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.